Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected with multiple batteries from different packs. It was reported that the threads on the battery cap was stripped. The reporter stated that there was no damage to the battery compartment and no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/11/2014 with the following findings: there was no evidence of excessive battery usage or short battery life observed in the black box data. The battery compartment was observed to be intact. The pump powered up properly with the returned battery cap, which was able to fully fasten to the pump. Evaluation revealed that the pump drew electrical current within the specifications; the event reported in the initial complaint was not duplicated. Unrelated to the reported event, evidence of moisture ingress was observed on the underside of the battery cap. The pump case was removed and no further evidence of moisture ingress was observed on internal components. Also unrelated to the reported event, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.